Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that she is unable to see following bilateral lens implantation procedures. She indicated that she is wearing a contact lens in one eye and reading glasses in order to see well. She also reported that she is unable to see at night in order to drive. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Updated information from the reporter, indicated the iol was explanted and replaced with a monofocal lens. Approximately (B)(6) months after the initial implantation, due to patient's report of intolerable glare and halos.